Manufacturer narrative:
B5 - the reporter stated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens into the patient's left (os) eye on (B)(6) 2020. The surgeon reports refractive surprise. The lens was repositioned on (B)(6) 2020 which did not resolve the problem. The cause is reported as device, "in left eye residual astigmatism +1.0/-1.75/40 after icl implantation." The icl was rotated 13 degrees without complications on (B)(6) 2021. Reportedly, "posto result is ucva left eye 0,6 and 1,5 (+1,0-2,0x125) which has been stable since reop." The doctor is planning an icl exchange after the patient's follow up visit on (B)(6) 2021. Claim#: (B)(4).

Manufacturer narrative:
B5- "the replacement lens was implanted and the problem was resolved. Reportedly, "after 2 attempts to reposition the lens, the clinic ordered a new replacement lens, with the same size but with a 0.5d in difference. The result of this was that the patient is seeing 1.2 and are really satisfied. So end result was great. But this replacement lens "strengthen" their claim in that the first lens was labeled with the incorrect information since it did not rotate or anything like that." Should be added to the initial MDR. H6 - health effect - impact code: 4627 should be added to the initial MDR. Claim #(B)(4).

Manufacturer narrative:
B5 - per email on 03/sep/2021, "the lens stayed aligned all the time. The sizing is not the problem. The patient's last visit was on (B)(6) 2021." Claim#: (B)(4).

Manufacturer narrative:
H3 device evaluation: the lens was returned in liquid with residue/debris on the lens in a vial. Visual inspection found haptic broken to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Event description:
B5-the reporter stated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens into the patient's left (os) eye on (B)(6) 2020. The surgeon reports refractive surprise. The lens was repositioned on (B)(6) 2020 which did not resolve the problem. The cause is reported as device, "in left eye residual astigmatism +1.0/-1.75/40 after icl implantation."

Manufacturer narrative:
B5-please disregard previous b5 statement. H6-device code 2923 reported in error. H6-investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted a toric icl into the patient's right eye (od) on (B)(6) 2020. The surgeon reports lens rotation and residual astigmatism. The lens was repositioned which did not resolve the problem. Reportedly, lens remains implanted.